Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes on (B)(4) 2014 the lead was capped.

Event description:
New information notes the lead was fractured. The lead was capped and replaced on (B)(6) 2014.

Event description:
It was reported that the patient experienced presyncope. The right ventricular lead exhibited noise and subsequent oversensing causing inappropriate inhibition. The device was reprogrammed.